Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the screen goes blank. There is no additional information available. At this time it is unknown if there was a display issue or a power issue. This report is being made based on the alleged malfunction.